Event description:
The astron self-expandable stent system was selected for treatment of a mildly calcified lesion (76% stenosis degree) in a moderately tortuous segment of the ostial iliac artery. The astron stent was advanced to the lesion but failed to release. The stent was withdrawn and another astron was successfully used to finish the procedure.